Event description:
It was reported that when the taper stem packaging was opened, white fibers, residue, and burnishing were noted on the implant. The plastic bag in the packaging which holds the stem was discolored and damaged.

Manufacturer narrative:
This report will be amended when our investigation is complete.